Event description:
It was reported that during the percutaneous coronary intervention procedure in the moderately calcified lesion in the left anterior descending coronary artery, the lesion was predilated before stenting. The 3.0x38 mm xience expedition stent delivery system (sds) was taken out of the box. Upon visual examination it looked fine and was flushed with saline and inserted into the patient vasculature. The undeployed 3.0x38 mm xience sds was advanced to the target lesion, but the stent was found to have moved. The stent remained on the sds. The undeployed sds was removed from the patient without issue. The procedure was completed with another same size xience stent. There were no adverse patient effects, and no additional intervention was required to remove the undeployed stent as it remained on the sds. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, a definitive cause for the reported stent dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible the stent may have interacted with the moderately calcified, moderately tortuous lesion during advancement, causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.